Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited elevated pacing threshold with oversensing and undersensing and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.